Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Only the battery pack was returned for evaluation; therefore, functional testing could not be performed. Visual examination of the returned product/provided pictures found the interior had electrolyte leaked inside the pack. There did not appear to be any damage to the battery pack wiring. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada.

Event description:
It was reported that during surgery, when trying to use the pulsavac, the system wouldn¿t activate when trying to clean the surgical site. Once the battery pack was switched with the one used in a previous case, the system started working. There was no patient harm/injury. There was no surgical delay. There was no medical intervention. During device evaluation and visual examination of the returned product/provided pictures found the interior had electrolyte leaked inside the pack. Due diligence is complete, no further information is available.